Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22046. Related manufacturer reference number: 2017865-2021-22049. Related manufacturer reference number: 2017865-2021-22050. It was reported that a patient presented in-clinic with endocarditis. The patient's implantable cardioverter defibrillator (ICD), right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were explanted. The patient was stable throughout procedure.